Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sdr303b ipg implanted: (B)(6) 2006. (B)(4)

Event description:
It was reported there was high impedance, confirmed fracture and loss of capture on both leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The leads were returned to the manufacturer. Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.